Event description:
It was reported that the patient did not receive effective stimulation from the scs system. As a result, the patient underwent surgical intervention where in the system was removed.